Event description:
Participation pump stopped working due to a malfunction and she developed diabetic ketoacidosis. She was admitted to her local hospital and stabilized over 24 hours. Minimed was able to start the pump again. She was discharged the following evening and is doing well.